Event description:
Right atrial (ra) lead thought to be biotronik: the ra lead was explanted and replaced due to high impedance and possible fracture. There was also evidence of inappropriate atrial tachycardia/ atrial fibrillation (at/af) detection due to atrial noise/oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).